Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 98% stenotic lesion was located in the severely calcified left anterior descending artery. The physician advanced the 1.5x15mm apex push balloon catheter to the lesion to predilate and was unable to get through the calcification. The physician decided to dilate at this point and on the first inflation, inflated the balloon to 14atms for five seconds and the balloon ruptured. There were no patient complications. The physician removed the device and ended the procedure. Patient status is reported as "stable'".

Manufacturer narrative:
(B)(4).